Event description:
It was reported that the depuy acromed screw broke during insertion. Situation did not result in any adverse consequence to the patient. Situation resulted in a delay to the procedure. As a result of the delay an MDR is being filed to document this event.